Manufacturer narrative:
Suspect system was evaluated in house by the manufacturer. Testing was able to duplicate the black status. There was no communication to the camera. When testing the continuity on the camera communication/power cable two open communication wires were found on pin 5 to 5 and 9 to 3. The open was at the y joint in the cable. Electrical failure directly caused the event.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, there was black communication status when attempting to track instruments. The procedure was delayed post-anesthesia, however, this was pre-incision. Trouble-shooting did not restore normal function and there was no camera beeping when launching the cranial application. The surgeon opted to continue as planned, and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturer date provided.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.